Event description:
Percutaneous coronary intervention (pci) was performed in the 90% stenosed lesion located in the moderate tortuous mid left anterior descending (lad) and distal lad/apical artery. Access achieved with guidecatheter and guidewire via right radial approach. Pre-dilation was performed with a balloon catheter. A stent was implanted in the mid lad. A second stent was implanted distal lad/apical artery. The stents were implanted overlapping each other. Post dilation with a balloon catheter was performed in the distal section of the second stent deployed followed by an intravascular ultrasound (ivus) catheter. It was reported that the stent(s) were properly dilated and no malposition was observed at the distal edge of the stents. Upon withdrawal, resistance was met; the ivus catheter had become stuck with stent strut of second stent deployed. Ivus was advanced distally. Male/female luer locks of the ivus were disconnected and a guidewire was inserted through the sheath to torque catheter, but without success. A guidecatheter & guidewire were inserted via right femoral approach. A balloon catheter was inserted and dilated implanted stent. Physician attempted to withdraw the ivus catheter, but failed due to resistance encountered. A snare was used which was unsuccessful in capturing ivus, but caused the stent to migrate to proximal lad. Lastly, an unsuccessful attempt was made with a 5f guidecatheter. At that time the proximal side of the distal implanted stent lifted and thrombotic occlusion occurred. Patient underwent coronary artery bypass graft (CABG) surgery. The catheter was removed surgically and patient was reported to be in stable condition.